Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump has no power and does not function. The issue persisted after the batteries were replaced twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/02/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device history from the event date could not be reviewed because the data was unavailable. During testing, the pump powered on with audible tones and vibrations. No cracks or casing issues were observed in the battery compartment or on the battery cap. No evidence of moisture ingress was observed in the battery compartment and the battery cap secured to the pump properly. The power loss issue was not duplicated. Unrelated to the complaint, the display screen appeared dim, discolored and illegible. Additionally, the audio bolus button cover was torn. The pump case was removed and evidence of moisture contamination was found.